Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was stress urinary incontinence, urogenital prolapse, intrinsic sphincter deficiency, chronic back pain. The procedures performed was anterior and posterior colporrhaphies with xenografts, transobturator tape urethropexy, cystoscopy. The findings were exaggerated genital hiatus, urogenital prolapse post hysterectomy with moderate atrophic change. Total vaginal length 6-7 cm. On cystoscopic examination there is one small bladder polyp like area much less than a centimeter in diameter, and one small inflammatory area that is probably from catheter trauma.

Manufacturer narrative:
(Expiration date) and report source updated. If information is provided in the future, a supplemental report will be issued.